Event description:
After anastomosing the graft, it "weeped" an unk quantity of blood from the distal anastomosis for about 2 minutes, and from the length of its walls for about 15 minutes. The bleeding at the distal anastomosis was stopped with surgicel. The graft was left in. Pt status is unk at this time. Note: the surgeon was not alarmed or overly concerned and says he will use the vantage again.